Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open esophagectomy, the surgeon could not close the pin on the tissue. The instrument was located on the esophagus. It was noted that the pin was stuck when it was being tried to close so the instrument was replaced with a new one to finish the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 2.5mm single use loading unit (sulu). Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the instrument and sulu were applied to test media with proper staple formation. Although the reported condition was not confirmed, it may occur when the user mistakes the tactile pre-clamp feature for the full firing stroke. This feature allows the handle to be released, without returning to its original position, for final positioning of the tissue. After the tissue is properly positioned, the handle stroke must be continued to full clamp position. Staples will only fire after the fully clamped handle returns to its original position and is squeezed a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.